Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate mode switches. These switches were determined to be caused by far r-wave oversensing. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.